Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarms. Reportedly, the customer was outside in warm weather when the alarm occurred. The customer's blood glucose (bg) level was 300 (mg/dl). The customer stated a manual injection would be delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy.